Event description:
The iab was inserted into the pt and removed 24 hrs later. The iab did not malfunction. The pt had severe bleeding and a transfusion was required. Also, the pt had minor ischemia. The iab was not returned to datascope. Event complications: severe bleeding-transfusion/minor ischemia. Pt's current status: discharged.